Event description:
Lead impedance at implant in 1997 900 ohms. 06/15/1998-968-1020 ohms. 02/08/1999-1138 ohms. Steadily decreased to a low of 730 ohms 04/12/2000. Sensing was declined 4mv to 7mv. Will effectively replace lead prior to impending failure.